Event description:
Medtronic received information via literature review that a study was performed to evaluate clinical experience with medtronic ats prosthetic mechanical heart valves. The study population included 1,146 patients (predominantly male; mean age 61 years) implanted with medtronic ats prosthetic mechanical heart valves (models/serials not reported) in either mitral (n=345) or aortic (n=801) valve positions. The data was collected from 22 centers (19 domestic and 3 international) between may 1994 and october 2000. Early mortality (30 days or less post implant) was 2.1%, 7 of which were valve related: endocarditis, stroke, thromboembolism, sudden/unexplained, anticoagulant-related bleeding, cardiac arrest, and perivalvular leak. In follow-up (more than 30 days post implant) there were an additional 50 deaths, 18 of which were valve related: anticoagulant related bleeding (n=9), sudden/unexplained (n=5), stroke (n=1), thrombosis (n=1), prosthetic valve endocarditis (n=1), and thromboembolism (n=1). Late valve-related complications included: transient and chronic thromboembolism (n=47), thrombosis (n=5), paravalvular leak (n=18), anticoagulant related bleeding (n=42), and endocarditis (n=5). There was no structural valve failure or dysfunction. No additional adverse patient effects were reported. The study concluded the medtronic ats prosthetic mechanical heart valves to be a valuable in the treatment of cardiac valvular disease.

Manufacturer narrative:
Conclusion: no device was returned and no unique device identifier numbers were provided. Based on the available information a review of the device history record could not be performed and root cause could not be identified.

Manufacturer narrative:
The devices were not returned to medtronic. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.